Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review was conducted, and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that a clave¿ connector generated a leak during patient use. The reporter stated that they noticed incidents of faulty blue chemolock caps, which have caused a chemo spill. They have pulled all their current stock and are requesting to replenish with a new lot number. There was no patient harm reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.